Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report their receiver ceased to function on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) door is broken. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection was performed by trouble shooting the receiver and battery. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.